Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a plum 360¿ infuser unexpectedly shut down during patient use. The report stated that the pump with vasopressors battery died unexpectantly with the patient in magnetic resonance imaging (MRI). Event logs were provided. There was no patient harm reported.

Manufacturer narrative:
Customer complaint: stated that the pump with vasopressors battery died unexpectantly with the patient in magnetic resonance imaging (MRI). Tests: self-test and visual inspection. Self-test passed. A visual inspection was performed and found the customer complaint wasn't confirmed that the device battery died unexpectantly. Performed a test load on the battery of 999 ml/hr @ 4 hrs and passed. The probable cause wasn't found, no issues. The device passed performance verification testing (pvt) testing.